Event description:
During a pci procedure the stent dislodged and was not retrieved. The target lesion was the circumflex which was reported to be: an acute take-off, and calcified. The lesion was pre-dilated with a 2.5/12mm voyager balloon. A pilot 150 guidewire was used and the guiding catheter was unk. The physician was unable to cross the target lesion and was attempting to withdraw the sds back into the guiding catheter. The physician did not have good visualization of the stent at this time, and withdrew the entire system. After removal of the system, the stent was noted to not be present on the sds and attempts to locate the stent using fluoroscopy were unsuccessful. There was no apparent adverse effect to the pt. A CT scan will be done at a later time. Additional info obtained indicated that a 2.5/8mm cypher stent was used to complete the procedure successfully. No additional info is available.

Manufacturer narrative:
The product is not available for eval and testing. A report was received that a cypher stent was associated with dislodgement during use on a pt. The event involved a male with an unk medical history. The reason for the pt's admission was not reported; but an angiogram revealed a lesion in his circumflex that was described as calcified and having an acute take-off. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was pre-dilated prior to the introduction of a 2.50x13mm cypher stent. Attempts to cross the lesion were unsuccessful and the physician then tried to retrieve the product by pulling it back into the guider. According to the IFU, a cypher sds with an un-deployed stent should be retrieved by pulling it and the guider out as a single unit. It was reported that the physician did not have good visualization at this time and decided to withdraw the entire system. Upon removal, the stent was missing from the balloon. Attempts to locate the dislodged stent with fluoroscopy were successful. A CT scan is planned for later. There was no apparent adverse effect to the pt and the procedure was completed with another cypher stent. The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality reqs for product acceptance. Based on the info provided, it is not possible to draw a conclusion about a relationship between the device and the event. However, there are vessel and procedural factors that may have contributed to it. Please note that this is the initial/final report for this product.